Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, target lesion was located in a shunt. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 24 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications were reported and the patient was in good condition.